Event description:
It was reported that a patient underwent an extended right hemicolectomy procedure on an unknown date and an absorbable adhesion barrier was applied to the surface of the intestinal tract and directly under the wound. The patient experienced paralytic ileus that was treated with an ileus tube. The surgeon stated the causality is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent to FDA: 10/04/2022 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure=>unknown date of index surgical procedure?=>expanded right hemicolectomy the diagnosis and indication for the index surgical procedure?=>unknown. Were any concomitant procedures performed?=>unknown. What symptoms did the patient experience following the index surgical procedure? Onset date?=>ileus. Other relevant patient history/concomitant medications?=>unkonwn. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?=>unknown how was the product applied? One layer? Wadded?=>the product was applied to the surface of the intestinal tract and directly under the wound. What suture was used to close the incision? =>unkonwn was there excessive tissue desiccation (cautery use) at the site of interceed application?=>unknown. Please describe any medical or surgical intervention required including the date and results.=>unknown what is the physician¿s opinion as to the etiology of or contributing factors to this event?=>the surgeon commented that the cause was unknown. What is the patient's current status?=>the patient recovered. Product lot number?=>unknown.